Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during normal basal then alarmed an off no power alert and the device shut off. Customer's blood glucose was unknown. Customer had tried replacing different batteries and new battery cap. During troubleshooting, device did not alarm motor error alarm. Customer was advised to monitor the device. Customer will not be returning the device for analysis.